Manufacturer narrative:
A complete analysis and testing of 3 sealed reservoirs showed that they are functioning properly and passed all functional testing. After testing it was concluded that the devices operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of leaks from the reservoir. The customer's blood glucose reading was unknown. The customer stated that five to six reservoirs seem to be leaking since she gets air bubbles in them. The customer stated that the leaks occur few hours after infusion set change. The customer stated that the leak is passed the second o-ring. The customer was advised that rewinding with a reservoir in place with create air bubbles. The customer declined to troubleshoot for air bubbles. The customer will be sent replacement reservoirs.